Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for degenerative disc disease reported they had to charge their battery every 12 hours which was too often. The patient had been working with the manufacturer's representative (rep) to extend the life of the battery and recharge interval by changing programming. One program that was helping with pain was even stopped in order to extend the battery. This resulted in a return of pain. As a result of the ongoing issue of charging too often, the patient was in the process of scheduling a replacement with the healthcare provider (hcp). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.